Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the unit was running with the line valve closed after surgery, and the unit got hot. There were no reported adverse consequences to the pt.

Manufacturer narrative:
Investigation in process, but not yet completed.